Event description:
It was reported that following the implantation of a retroarc sling, the patient experienced mild "frequent urination" with "voiding every hour and soaking pads with each void. Voiding 4 times per night". Medication was administered on (B)(6) 2015. The event is considered to be ongoing. There were no further patient complications reported as a result of this event.